Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: my pump is cracked and want a replacement inquired what led up to the complaint. Customer response: pump is cracked bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Type of damage: crack and piece of the pump came off . Location of the damage: a piece of the pump had chipped off where the battery chamber . How damage occurred: not sure how it happened, I was tightening it . Customer reports damage to the pump. Details of the damage: not sure how it happened. Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. Explained the rpl policy. Explained the interaction aftercare email. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending customer replacement pump went over email and policy information ship: 1-pump / return: 1-pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.